Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. The top and bottom cases, right and left plunger cases were cracked. An occlusion test and a calibration verification were performed; the reported problem could not be replicated, the unit was within calibration specification. The root cause could not determined. Actions were taken to mitigate the reported issues: replaced lead screw, clutch halves, worm gear, and motor assembly (excluding motor), and greased drive train as preventative measure, all functional tests passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.